Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 w/dcd tapered implant (bnet413) was returned for investigation. Visual inspection of the as returned product identified damaged external threads and an implant removal tool stuck in the internal threads. However, the damages noticed were due to the removal process. There were no allegations against the removal tool. Therefore, the investigation was focused on the implant only. The device could not be functionally tested for the reported failure (pain) since it is a medical condition. Pre-existing condition noted was moderate bone density type ii. The device had been implanted on tooth # 21 for approximately 1 month. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (2014071289) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2014071289) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified since it is a medical condition that could not be verified through visual inspection of the returned device. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant (bnet413) was removed due to severe pain at tooth location 21.